Event description:
A patient experienced severe pain 7 days after have a dental implant placed at tooth location #18. The dentist removed the implant as a precaution in case the patient had an undiagnosed metal allergy.